Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a fall, and the cause was unclear with a potential concern for hypoglycemia; the user stated that someone had ¿downloaded information¿ from his phone but declined to provide further details and requested no further contact from customer care. Symptoms included a fall without reported injury and without loss of consciousness. Outcomes included no emergency services, no hospitalization, and self-recovery with assistance from a family member. Investigation included attempts to conduct a troubleshooting and education call. Investigation of this case revealed that the event circumstances and any blood glucose involvement could not be confirmed due to user refusal to provide additional information. It was concluded that a causal relationship to the device could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.